Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast implant illness. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with 275cc mentor smooth round high profile memorygel breast implant (left) and a 250cc mentor smooth round high profile memorygel breast implant (right) experienced left sided silent rupture, right sided capsular contracture baker¿s grade unknown and bilateral breast implant illness symptoms post procedure. The mentioned complications have been confirmed by a physician. As a result, patient has a planned explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-20759 for contralateral prosthesis report.